Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (2 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Distal end: staphylococcus warneri and unspecified microbes (the total is 2 cfu/endoscope.). Channel: staphylococcus warneri and unspecified microbes (the total is 1 cfu/endoscope.). Second time; (B)(6) 2021. Instrument channel: mold and filamentous fungus (the total is 1 cfu/endoscope.). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found following. -there was the leakage around the distal end. -the gluing around lenses are porous. -the bending rubber adhesive was peeled. -the connecting tube was peeled off near the bending section part. -the instrumental channel port and its unit inside and the inside of the air/water cylinder and the inside of the suction cylinder were scratched. -the remote switch 1 rubber was worn. -the instrument channel was worn. -it will be required the annual inspection for the forceps elevator. Omsc reviewed the report of the service department of oekg that it was found new reportable event, "there was the dirt inside the light guide lens of the subject device" the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [As for the positive results of the multiple microbiological testing by the user facility] the exact cause of the reported event could not be conclusively determined. However it was found the following considerations; it could not be confirmed relation between the reported phenomenon and the subject device with the investigation result below. Though lower than the standard value, growth of microorganism was confirmed from microbiological testing by the user after reprocessing. When olympus france(ofr) microbiological tested after reprocessing in accordance with the instructions for safe use (IFU) before repair, growth of microorganism was not confirmed from distal end of the subject device. When ofr microbiological tested after reprocessing in accordance with the instructions for safe use (IFU) before repair, lower than the standard value growth of microorganism was confirmed from channel rinsing water. Leakage occurred from the subject device. [As for the dirt inside the light guide lens] it could not be conclusively specified the cause of the reported phenomenon. Omsc presumed the following cause from the investigation results of the service department of olympus europe se & co. Kg (oekg) and the similar former cases. Moisture invasion from the leakage of the subject device led to corrosion of internal parts of the light guide lens, and the corrosion product remained as stain inside the light guide lens. If additional information becomes available, this report will be supplemented.